Event description:
Additional information received via email. The problem was found during testing and it was confirmed there was no patient involvement.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. B5; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received in good condition with no visible physical damage. Functional testing confirmed the complaint as a constant error alarm and code 46510 emerges upon power up. The root cause was due to a defective and inoperable main board. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main printed circuit board (pcb) was replaced, and the device passed all functional and delivery tests.

Event description:
It was reported that the cadd pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.